Event description:
It was reported that a malfunction occurred on the pump and there were no notable events prior to its occurrence. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by cts in resetting the pump and advised to call back if the malfunction code recurred. The customer acknowledged and understood the instructions, and it was resolved that the customer could continue using the pump.